Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The patient stated the cgm would display low but the bg meter was reading 137 mg/dl. They stated that the cgm was displaying 157 mg/dl and they blacked out in the street at home. Further event details were not provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.